Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the biopsy channel of the colonovideoscope was damaged. The damage occurred when the forceps jaws were left open and the instrument was pushed into the channel resulting in the forceps being stuck. The issue occurred during a diagnostic colonoscopy procedure that was completed using the same device. There were no reports of patient harm or injury.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation a root cause was traced to a component failure. A review of the device history record (DHR) found (no) deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.